Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate the customer had a high blood glucose reading of 490 mg/dl. Prior to the incident, it was reported that the site was bleeding and the customer had been getting insulin flow blocked since the prior day. It was reported that the customer replaced the infusion set but the same thing had happened. The insulin flow blocked alarm was noticed in the middle of bolus delivery. The customer reported being able to deliver insulin the prior night and was able to bring her blood glucose reading down, however, the customer stated it happened again so she thought it was an issue with the pump. The customer's blood glucose at the time of the call was 307. The customer was assisted with troubleshooting and insulin exited during prime/fill cannula. It was advised that the customer reset fill cannula to the appropriate cannula prime for the infusion set and change the entire infusion set system the customer will continue use of the insulin pump.